Event description:
The customer stated she was hospitalized for high blood glucose and ketones. The blood glucose reading was too high to register on the glucometer. Prior to the hospitalization, the customer stated that the insulin pump was giving an alarm when attempting to insert a new battery. The customer was unable to troubleshoot because she did not have the insulin pump with her at the time of the phone call. The customer later called back to troubleshoot but the insulin pump continued to alarm when inserting a new battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.